Event description:
During the atrial fibrillation procedure, back bleeding occurred when resistance was encountered while introducing the advisor hd grid catheter through the agilis 13f sheath. It was noted that the agilis 13f sheath valve resisted the advisor hd grid catheter insertion and withdrawal, and the agilis 13f sheath valve was damaged upon withdrawal of the advisor hd grid catheter. The agilis 13f sheath was replaced, the advisor hd grid catheter was successfully introduced, and the procedure was completed with no adverse patient consequences. It was noted that the dilator was not inserted prior to transeptal access which goes against the device instructions for use.